Manufacturer narrative:
The account replaced the head down valve to repair the bed.

Event description:
The account alleged that after replacing the hydraulic manifold, the head section is drifting down.